Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that insulin pump alarmed and insulin squirted out during the manual prime process. Troubleshooting was performed. The blood glucose reading was 219mg/dl. Advised that the device would be replaced. No further information was provided.